Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay has a small section in the center that the stylus skips; overlay found out of electrical specification. (B)(4).

Event description:
It was reported the touch pen is not working properly. The touch pen was replaced and calibrated using programmer software however, there appears to be a "dead pixel" as indicated on the screen. There is difficulty selecting the indicated field. The programmer was returned for repair. No patient complications were reported as a result of this event.